Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav1998 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the operator opened the package and started to preflush the catheter and found that the catheter was broken at the 5 cm position on the white handle of the stylet. No patient involvement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a breach in the catheter was confirmed, and the damage appeared to be use related. One 4fr s/l groshong PICC was returned for investigation. The catheter was received with the stylet in the lumen. A breach in the circumferential direction was observed 2mm from the proximal end of the tubing. A microscopic examination of the breach revealed sharp edges in the tubing. The adjoining surfaces of the catheter were glossy and striated, which is indicative of a sharp instrument cut. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Do not use the device if there is any evidence of mechanical damage or leaking.¿

Event description:
It was reported by the nurse that the operator opened the package and started to preflush the catheter and found that the catheter was broken at the 5 cm position on the white handle of the stylet. No patient involvement.